Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 227 mg/dl. The customer stated that the insulin pump alarmed several times. The customer stated that she woke up and began to vomit. Troubleshooting was performed. The time and date, bolus wizard, bolus history and daily totals were correct. The fixed prime and high pressure tests passed. No further information was provided.